Event description:
It was reported to philips the device had a faulty processor pca. It was later clarified by the fse that during the operational check the device hangs and then goes into service mode. There was no patient involvement.